Manufacturer narrative:
Items returned for evaluation: pusher. Implant. Introducer. Shrink lock. Items not returned for evaluation: dispenser hoop. Microcatheter. V-grip. The visual analysis of the returned items found the implant severely stretched at the proximal section, damaged, deformed and separated from the pusher. No indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the implant's monofilament broken, which indicates the device experienced a tensile break.

Event description:
It was reported that during embolization treatment of a branch vessel before evar, the coil prematurely detached within the catheter. The implant and catheter were withdrawn from the patient together as a system without incident. The coil was replaced to continue the procedure with a successful outcome. No patient harm or injury was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention will issue a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.